Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Concomitant medical products: 305c25 tissue valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due high rate non-sustained episodes and short v-v intervals which were thought to be t-wave oversensing (twos) during ventricular tachycardia (vt). It was also reported that the patient was traveling and had stopped taking their medication. It was noted that they did not want to change any settings as it was thought that the twos could be related to the patient not taking their medication. The rv lead remains in use. No patient complications have been reported as a result of this event.